Event description:
Covidien received info that during pt use, there was a sudden drop in the battery capacity. Several 'battery low' alarms occurred. The pt was manually ventilated and then transferred to another ventilator. There were no negative pt consequences reported. The customer reportedly replaced the batteries and the batter board.

Manufacturer narrative:
(B)(4).